Event description:
It was reported that a surgeon's (B)(4) handheld computer was frozen on the "interrogation successful" screen while in the operating room for an initial implant. Further information from the surgeon revealed that re-seating the flashcard resolved the issue. Currently a new handheld was sent to the surgeon and the old handheld is to be returned to the manufacturer.